Event description:
It was reported that during incoming inspection, it was noted that the blade was not received in the sterile pack. It was also reported that this device was not used on a patient. It was further reported that there were no delays and no adverse consequences as a result of this event.

Manufacturer narrative:
Investigation results indicate that it was not possible the product was shipped without the outer packaging.

Event description:
It was reported that during incoming inspection, it was noted that the blade was not received in the sterile pack. It was also reported that this device was not used on a patient. It was further reported that there were no delays and no adverse consequences as a result of this event.

Manufacturer narrative:
The blade and inner polybag packaging subject to this MDR was returned for evaluation. It was visually confirmed that the inner poly bag was punctured. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The investigation is ongoing.